Event description:
Follow up revealed that the patient underwent surgery on (B)(6) 2017 wherein the system was explanted.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient received ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their scs system explanted.